Event description:
A customer reported experiencing multiple intermittent occlusion alarms with their tandem pump. There was no adverse impact to the customer's blood glucose level. The customer attempted troubleshooting by checking the tubing and pump cartridge, ultimately replacing the cartridge to resolve the issue.